Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "hardening, capsular contracture" baker grade unknown, "pain", "swelling" and exchange from textured to smooth breast implants due to concern with the product. The device remains implanted.